Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2013. Heart rate increased, muscle twitching, myalgia, muscle spasm assessed as serious and possibly related.

Event description:
This spontaneous case was rec'd on (B)(4) 2013 from a consumer and concerned a (B)(6) female patient. Medical history: hypothyroidism. Concomitant medications: synthroid therapy. On an unknown date in (B)(6) 2013, the patient began using restylane (cross linked hyaluronic acid) for nasal labial folds. Starting in early (B)(6) 2013, the patient experienced fast heart beat for which she sought care from a cardiologist. The physician agreed her heart rate was too fast but could not determine the cause, this issue is ongoing. Also at this time, the patient began experiencing muscle twitching, soreness and cramping. The twitching has improved but the cramping has worsened. The patient sought care for this from a rheumatologist who also does not know the cause. The reporter does not know what lot number or expiration date of restylane she rec'd. The patient was referred to her physician for medical advice. No other information is currently available regarding this adverse event report. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4).